Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable and some screws were worn. The motor and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: poland.

Event description:
It was reported during pm that there was a motor error and worn screws. There was no patient involvement. Due diligence is complete. There was no adverse event associated with this malfunction. At investigation it was noted that the motor speed was unstable for the unit.